Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1617915 involved in this complaint device was not returned for evaluation. With the information provided document based investigation was conducted. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-10-11-6-b device of lot number c1617915 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1617915; upon review of complaints this failure mode has not occurred previously with this lot # c1617915. The instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to patient anatomy as the device when returned for evaluation functioned as intended. It is possible that during deployment tortuous path may have caused a build-up of pressure and resulting in deployment difficulties. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on the customers testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trend.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the stent was well positioned and already deploying, there was extreme delay, to the extent that the stent was not opened (fluoroscopy view) when it has arrived the point of no return. Physician attempted to recapture the stent, and there was difficulty retracting the catheter out of the scope. Upon retrieving the stent out of the scope, the end of the stent (near yellow marker) was out from the catheter. No adverse effects to the patient reported.